Event description:
A review of service data detected a reportable event. Upon servicing monitor sn (B)(4) the monitor failed a pulse test. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The cause of the failed pulse test is a thermally damaged resistor r45 on the defibrillator board. R45 controls the rate of charge of the high-voltage capacitors. The cause of the thermally damaged resistor is excessive current. The cause of the excessive current is an intermittent connection at high-voltage capacitors c19, c20, c21 and c22. The cause of the intermittent connections is fractured solder connections on the capacitor leads. The cause of the fractured connection is likely severe mechanical shock from physical impact. The source of the physical impact cannot be positively determined. Add'l the monitor's belt connector was damaged, causing the wires of the belt connector to break. The root cause for the damaged belt connector was unable to be positively determined, but was likely physical abuse. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.